Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Upon receipt, no communication could be established between the device and programmer. Review of the device image indicated fluctuation of battery voltage and rapid battery depletion. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.